Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient underwent abdominal surgery "detection was not switched off and the patient was shocked." It was also reported that "abnormalities were identified on the electrocardiogram; the atrial and ventricular electrodes were mixed up." Additionally, the joules delivered were less than what was programmed. It was noted the device was implanted approximately six months past the use by date. The device remains in use and no further patient complications have been reported as a result of this event.